Event description:
A surgeon reported following a glaucoma filtration device procedure, the shunt was touching the iris. The shunt remains in the eye with no harm reported to the patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. No sample was returned, the device remains implanted, the condition of the product could not be verified and visual inspection cannot be performed. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).